Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. The service history review identified no previous repairs. The customer reported issue was replicated as the downstream occlusion (dso) sensor was found to be faulty. The dso was replaced.

Event description:
It was reported that the device exhibited a downstream occlusion error. The event occurred in a clinical setting during infusion. There was delay in therapy. There was a patient involvement, but no patient harm reported.